Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. Stryker determined a faulty sw5 lid switch was the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would power itself on and off without any user intervention. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would power itself on and off without any user intervention. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.